Event description:
This report is being filed after the subsequent review of the following journal article: voigt, c., geisler, a., hepp, p., schulz, a., lill, h. Are polyaxially locked screws advantageous in the plate osteosynthesis or proximal humeral fractures in the elderly? A prospective randomized clinical observational study. Journal of orthopaedic trauma 2011; 25:596-602. Objective is to evaluate the results of plate osteosynthesis using either polyaxial or nonpolyaxially locked screw-plate systems in proximal humeral fractures in the elderly. 28 patients with median age 72 years (60-87 years) were treated with synthes proximal humerus internal locking system (philos) with nonpolyaxially locked screws. The time from accident to surgery was an average of one day. Six patients had diabetes mellitus type ii. Surgical technique states that tuberosity fragments were reduced with fiber wire, and the head fragment was reduced on this stable base in the case of a varus deformity of the fracture. In case of a valgus-impacted fracture, the head fragment was reduced first and the tuberosities were adapted. Then, the plate was positioned and fixed with the shaft screw. Plate position was checked with image intensifier. Screws were placed in a fixed direction. Two further screws were inserted in the plates shaft. Final images were done to assure no screws violated the subchondral bone of the humeral head. Detailed analysis of complications revealed one reosteosynthesis secondary to initial plate malposition, seven patients experienced secondary loss of reduction and screw perforation, four had varus deformity, one greater tuberosity displacement and two avascular head necrosis. A copy of the journal article is being submitted with this medwatch. This report is for an unknown proximal humerus internal locking system (philos). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report was used for treatment, not diagnosis. Voigt, c., geisler, a., hepp, p., schulz, a., lill, h. Are polyaxially locked screws advantageous in the plate osteosynthesis or proximal humeral fractures in the elderly? A prospective randomized clinical observational study. Journal of orthopaedic trauma 2011; 25:596-602. This report is for an unknown proximal humerus internal locking system (philos). (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.